Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of over 800 mg/dl and moderate ketones. Customer was treated with a "sliding scale", intravenous saline and insulin while in the ICU. The customer was released from the ICU on (B)(6) 2024 with no permanent damage and reported issue was resolved. The cause for the reported issue was due to an occlusion alarm. Tandem technical support (cts) performed a system check on the pump and determined that the customer was using off label insulin admelog. Cts educated customer on insulin labeling. The customer continued using the pump for insulin delivery.